Event description:
Reporter indicated that the patient recently underwent a course of radiotherapy for breast cancer and her vns device is now showing eri = yes, which indicates that the generator is approaching end-of-service. This is believed by the site to be premature as the device was only implanted in 2005. A battery life calculation was performed with limited data and showed there to be 5.81 years remaining until expected end of service. Upon further investigation. It was revealed that the device was tested a few weeks later and showed eri = no. At this time, the site has indicated that they do not plan to explant the device, but they will check it again in one month.